Event description:
Customer reported that the alarm does not release from the hold mode. The batteries were removed from the alarm over 12 hours and the results remain the same. There is no visible damage to the outside of the alarm. There was no patient incident or injury reported.

Manufacturer narrative:
(B)(4). Results - evaluation of the returned product shows that the unit does power up, but does not release from the hold mode function when it should. The unit does not pass functional tests. There was no visible damage to the unit. (B)(4).